Event description:
Patient aspirated a removable orthodontic tooth retainer, commonly known as a "spring" retainer. The appliance seats on the anterior teeth from canine to canine. It is composed of a wire framework with acrylic on the lingual and labial aspects. The patient was riding in the car, he attempted to seat the retainer and aspirated it. This was noticed immediately by parent, who transported the patient to the local hospital. It was determined that the obstruction was potentially life-threatening and that the patient would need intervention at the local children's hospital. Helicopter transport was not available, so ambulance transport was used. Thankfully, transport was uneventful. I do not have access to the medical reports, but have been informed that the retainer was retrieved from one of the bronchi under general anesthesia. The patient was sent home, is doing well at this time. He reports minor upper airway abrasion.